Event description:
During an endoscopy procedure, four (4) cook instinct endoscopic hemoclips were used in the colon. For each device, the clip was attached to the tissue site but would not release from the deployment device. See mdrs 1037905-2013-00338, 00339, 00340, 00341. A clip made by another company was used to finish the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The instructions for use contains the following precaution - "if clip deployment device is used with endoscope in torqued or retroflexed position, clip deployment difficulties can occur." The instructions for use also states "if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.